Manufacturer narrative:
An event of thrombus on the left and right coronary cusps was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There are a number of patient-specific and anatomical factors that could lead to thrombus formation. The patient may not have been prescribed anticoagulants or taken anticoagulants as prescribed. The patient also could have a blood disorder that contributed to thrombus formation or take other medication that puts them at higher risk for thrombus formation. Thrombus formation on the leaflet is seen across tavr platforms at low occurrence rates. A number of publications attribute low washout velocities behind the leaflet as likely to contribute to thrombus formation. While the reported event could not be confirmed, the presence of thrombus could lead to a variety of issues with valve functionality.

Event description:
It was reported that on (B)(6) 2023, a 23mm navitor valve was implanted utilizing an unknown delivery system. There was no intraprocedural adverse events or device issues reported. On (B)(6)2023, it was learned through CT imaging that the patient had developed thrombi on the left and right coronary cusps (lcc, rcc). Elevated brain natriuretic peptide (bnp) and decreased platelets was observed. The patient was admitted to the hospital and was placed under observation with prescription drugs including warfarin treatment. The thrombus remained unresolved.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of thrombus on the left and right coronary cusps was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Warfarin treatment administerd and patient is under observation where thrombus remained unresolved. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. While the reported event could not be confirmed, the presence of thrombus could lead to a variety of issues with valve functionality.